Event description:
A patient reports while traveling on a plane they had experienced hypoglycemia. The patient reports when they had awoken from loosing consciousness on the plane the other passengers were de-boarded. The patient reports as treatment, consuming 120 grabs of carbohydrates.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.